Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Information was received that reported a patient was hospitalized on (B)(6) 2010 due incidence of hyperglycemia. Per the patient his blood glucose levels were good on (B)(6)2010 after breakfast. Sometime after lunch he began feeling ill with vomiting, with the assumption that he had food poisoning. By the next morning his blood glucose were registering as "hi." He was brought to the hospital and admitted with a blood glucose of 997 mg/dl and a wbc count of 29,000. He was treated with insulin and IV fluids. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.